Manufacturer narrative:
Investigation pending.

Event description:
Nurse reports discrepant meter result compared to lab for multiple pts: pt #2, date: (B)(6) 2010, inratio: 5.2, lab: 3.7. Long term coumadin pt. Pt's target therapeutic dose 2.0-3.0. Pt's hematocrit = 43.7%.